Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer's blood glucose level was 369 mg/dl. Standard troubleshooting was performed. It was discovered that the unomedical insulin infusion set had occlusions in the form of air bubbles. The customer was assisted in clearing the occlusions. The insulin pump did not alarm no delivery. The product has been returned. Nothing further was reported.